Manufacturer narrative:
Additional information received on may1, 2025, indicated that the patient underwent removal surgery on (B)(6), 2025. Reason for device explant and/or reoperation: silent rupture manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast reconstruction revision utilizing a mentor memorygel xtra 790cc silicone prosthesis has presented with left-sided capsular contracture of unknown grade and right-sided silent rupture, diagnosed via MRI on (B)(6) 2024, which revealed leakage from the right prosthesis. Clinically, the left breast exhibits characteristics of hardness and droopiness, suggesting complications associated with the implant. As of the time of this report, mentor has not received any information regarding the explantation of the implants or an anticipated explantation date, and this report specifically pertains to the issues concerning the right side of the patient.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on november 10, 2025. Device evaluation completed on november 26, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in two parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, rupture of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring per additional information received with the device, the patient also experienced right sided device malpositio. As a result, patient underwent bilateral replacements per follows; left breast implant mentor smooth round high profile sn (B)(6), right breast implant mentor smooth round high profile sn (B)(6), and placement of right acellular dermal matrix (B)(6). Date of removal updated from (B)(6) 2025 to (B)(6) 2025. Manufacturer¿s reference number: (B)(4).